Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a missing label was found before use with a tube pms plh 13x100 4.5 slbl lim ce. The following information was provided by the initial reporter, "barricor (ref (B)(4)) of lot 365052 dated 07/31/2020 on which no information is printed (whereas the label affixed to the packaging is present) 400 occurrences were reported.

Manufacturer narrative:
The change is the following: g.4. Date received by manufacturer: 2019-09-24 h3 other text : see. H.10.

Event description:
It was reported that a missing label was found before use with a tube pms plh 13x100 4.5 slbl lim ce. The following information was provided by the initial reporter, "barricor (ref: (B)(4) of lot: 9092675, dated 07/31/2020 on which no information is printed (whereas the label affixed to the packaging is present). 400 occurrences were reported.

Event description:
It was reported that a missing label was found before use with a tube pms plh 13x100 4.5 slbl lim ce. The following information was provided by the initial reporter, "barricor (ref 365052 of lot 9092675 dated 07/31/2020 on which no information is printed (whereas the label affixed to the packaging is present). 400 occurrences were reported.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. Evaluation/testing of the customer samples was performed and missing label was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.